Event description:
It was reported that the user experienced hyperglycemia after dinner with a peak blood glucose of approximately 350 mg/dl that remained above range for about four hours before the ilet algorithm gradually corrected the glucose back into range without alerts. Symptoms included no reported clinical manifestations. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included complaint intake review and troubleshooting with user education regarding algorithmic correction behavior and expectations. Investigation of this case revealed no device malfunction and that the ilet delivered corrective insulin as designed, with cause of the hyperglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.